Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not charge. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. The patient did survive the event.

Event description:
The customer contacted physio-control to report that their device did not charge. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. The patient did survive the event.

Manufacturer narrative:
The customer was contacted numerous times for the return of the product but, the device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. If the device is returned this record will be reopened.